Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was to treat a 90% stenosis in the distal circumflex artery, with mild tortuosity and mild calcification. After pre-dilatation, the 2.5 x 18 mm implant delivery catheter was advanced to the lesion with no reported resistance. During the attempt to deploy the implant, the pressure was not increasing due to a leak in the balloon. The device was removed from the patient and when examined, a balloon rupture was observed. A new same size implant was successfully deployed in the lesion. Post-dilatation was performed and timi iii flow was achieved. There was no reported clinically significant delay in the procedure. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the balloon was noted to be separated from the outer member at the proximal balloon seal. The reported balloon rupture was not confirmed due to the condition of the returned device. Based on visual analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other incidents for balloon rupture reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.